Manufacturer narrative:
Investigation summary: sample and photo received by our quality team for investigation. Through visual inspection, syringe tip is damaged, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with transfer disk failure.

Event description:
Additional information received. Customer has received another syringe with this issue (defective luer tip). On 29.sept.23: add info received. Is physical sample available? Yes. Has syringe been used? Is it contaminated? With what? No, it was not used. Info for sample collection received. On 23 oct 23, annex code f has been changed from f26 to f27- no patient involvement.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak syringe luer tip defective. The following information was provided by the initial reporter: customer has received another syringe with this issue (defective luer tip).

Manufacturer narrative:
Correction: annex code f has been changed from f26 to f27- no patient involvement. Investigation summary: photo received by our quality team for investigation. Through visual inspection, syringe tip is damaged, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with transfer disk failure.

Event description:
Additional info received. Customer has received another syringe with this issue (defective luer tip). 29.sept.23: add info received. - is physical sample available? Yes - has syringe been used? Is it contaminated? With what? No, it was not used. Info for sample collection received. 23 oct 23 annex code f has been changed from f26 to f27- no patient involvement.